Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and patient via a company representative regarding a patient who was receiving morphine with concentration 1 mg/ml at a dose rate of 0.72 via an implantable pump for non-malignant pain. It was reported that the patient was having magnetic resonance imaging (MRI) performed and when the company representative arrived it was discovered that the empty reservoir alarm had initiated. The company representative did not leave the hospital until almost midnight. The company representative contacted a physician that night via a text to notify them that the empty alarm had activated and the date it had started. A company representative noted that there was no more contact with the physician or the patient till today ((B)(6) 2016). As per a physician, the patient had missed her refill appointment. The date of the event /difficulty was (B)(6) 2016. It was unknown if the issue was resolved at the time of the report. Other medications (oral, etc.) The patient received at the time of the event was unable to be obtained. The patient was without injury regarding their status as of (B)(6) 2016. The company representative was to later obtain additional information from the healthcare provider. On 2016-05-20, a company representative further reported that a physician's assistant (pa) went to the hospital to refill the pump on (B)(6) 2016 and no issues had occurred since. No patient symptom was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.